Event description:
It was reported intermittently, that an occlusion alarm occurred. A system check was performed, and a replacement pump was sent to the customer for customer satisfaction. Customer's blood glucose level was greater than 600 mg/dl. A manual injection was administered to address bg. Reportedly, customer continued to use the pump for insulin therapy.